Manufacturer narrative:
(B)(4). Method: ECG was reviewed for this incident. Conclusion: due to a borderline shockable ECG, the pt's rhythm went from shockable to non-shockable and therefore appropriately canceled a shock decision.

Event description:
During deployment of an AED, the user was questioning the shock decisions.